Manufacturer narrative:
The prime rewind alarm occurred during basic occlusion testing, due to loose or protruded drive support disk. The insulin pump was visually inspected and a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and a cracked case near display window corners were noted.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was squirting out during the manual prime. Her blood glucose was 300 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.